Event description:
It was reported that the patient was seen at follow-up clinic because she was feeling light headed and dizzy. The clinic was unable to interrogate the device, were unable to get a magnet rate, and the patient's intrinsic rate was in the low 30's indicating the device was not pacing. The device was explanted due to no output and no further patient complications were reported as a result of this event.